Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed selftest alarm, unexpected restart alarm and external error alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple error and buttons not responding. The customer¿s blood glucose level was 348 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer also stated that when the alarm occurred they were unable to clear the alarm as none of the buttons seemed to respond. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.